Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards canada affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia transcatheter heart valve, the operator noted excessive push force when advancing the commander delivery system with crimped valve through the 16fr esheath+. Fluoroscopy showed a completely lodged thv within the partially expanded portion of the esheath+, immediately upon entry of the esheath+. The entire system was removed and a complete new system was introduced into the patient. The new delivery system advanced with no difficulty, and a the 29mm thv was successfully deployed in adequate position. On examination of the extracted components, overlapping of the first 3 to 5 cm of the partially expandable portion of the esheath+ was observed, corresponding to the area where the thv had been lodged. The dem expandable portion of the esheath had begun expanding at the location where the balloon would normally advance. The patient experienced no adverse effects or vascular injury and was discharged from the catheterization lab in stable condition, with anticipated discharge the following day. As per pre-decontamination evaluation, a pinhole leakage was observed at the commander delivery system crimping balloon area and two valve struts bent outwards at the inflow side.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: the commander delivery system with crimped thv was removed from sheath by engineering. Additionally, pinhole leakage was observed at the crimping balloon area. Dimensional testing was performed and double-wall thickness measurements of the crimp balloon were taken. The component was measured within specifications. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u and s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures, such as valve frame damage or compromised sheath and delivery system components, as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The reported event for balloon leak was confirmed based on the evaluation of the returned device. Available information suggests procedural factors (device manipulation) likely contributed to the event as it was reported that resistance was encountered while advancing the commander delivery system with crimped valve through the esheath, and excessive push force was applied to overcome the resistance. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Applying high push force or torsional stress on the commander delivery system can deform system components, leading to kinks in the guidewire lumen, flex catheter, or balloon catheter during advancement through the sheath, thereby increasing resistance. High push force/torsional stress applied to overcome resistance during system advancement may cause the valve apices to physically interact with the balloon material, potentially damaging it (causing pin holes) and resulting in balloon leakage. Failures associated with system components may arise from device manipulation alone or in combination with challenging anatomy. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.